Event description:
Additional information was received indicating the patient performed a remote interrogation. Device data revealed the patient had an episode of ventricular tachycardia (vt) which was successfully treated with anti-tachycardia pacing (atp). The timing of the event was consistent with the time range of the syncopal episode reported by the patient. Medication was adjusted, no changes to device programming were made.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was experiencing syncopal episodes. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.